Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headaches, difficulty breathing and bacterial infections and a bump on the skin that will not heal. The patient has alleged to seeing particles in the tubing and chamber the patient did receive medical intervention and reported to have been hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b7 was updated with the patient's health history. Section h6 was updated with the appropriate health effect - clinical code as well as the type of investigation, investigation findings and investigation conclusions.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headaches, difficulty breathing and bacterial infections. The patient did receive medical intervention and reported to have been hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.